Event description:
It was reported by the rep that the device was used during a laparoscopic salpingoophorectomy. It was reported by the rep that (1) atw35 was loaded with a vascular load and introduced into the abdomen via a 512sd trocar. The white closing handle was closed, and black handle was very difficult to close. Upon releasing it, using the release trigger button, the reload fell into the abdomen, leaving some misformed staples on the tissue. The cartridge was removed using a grasper. The case was completed by using an atb35 instrument. There was no consequence to the patient.